Event description:
The micro drill medium straight attachment was returned to stryker instruments for service. During functional testing by a service technician, it was found that the nose tip was separating from the attachment. No medical intervention and no adverse consequences were reported with this event. As this event occurred during testing at the manufacturer facility, there was no patient involvement and no delay to a surgical procedure.

Event description:
The micro drill medium straight attachment was returned to stryker instruments for service. During functional testing by a service technician, it was found that the nose tip was separating from the attachment. No medical intervention and no adverse consequences were reported with this event. As this event occurred during testing at the manufacturer facility, there was no patient involvement and no delay to a surgical procedure.

Manufacturer narrative:
The event for nose cone separating was confirmed by the qa technician through functional evaluation, disassembly and visual inspection. It was determined the nose cone separated and the bearings were affected by corrosion. The attachment is not a repairable device and will therefore not be returned to the user facility.